Event description:
It was reported by the customer's mother that the customer had a large scratch/crack on the pump screen. Customer's blood glucose level was 150 mg/dl. The scratch is diagonal from the b button to the battery status. There is also another spot over the act button. The customer's parent stated that they can read the screen and the pump is functioning as designed. Customer was advised to monitor the pump and call back if they notice moisture build-up or black liquid from the lcd in the screen. Customer had a question about carelink but declined assistance because they are not in front of their computer. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.